Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. Problem of needle detachment. The complainant indicated that the device is disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was used during a surgery for correction of pelvic organ prolapse procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the needle detached from the suture and retrieved inside the capio device. The procedure was completed with another of the same. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.